Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle in the manufacture position. It was reported that during the deployment, the device failed to go through the 6f procedural sheath. However, the procedural sheath was not returned; therefore this failure mode could not be confirmed. The catheter shaft and the shuttle cartridge were inspected for anomalies that may have caused the reported event; no anomalies were observed. The review of the lot history record (f1530604) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and no returned procedural sheath for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device, the device failed to go through the 6f procedural sheath. Another manufacturer's device was used to successfully achieve hemostasis. The patient was described as fine following the event and hospitalization was not prolonged as a result of the mynx event. No further information is available.